Event description:
Use of alcon 23 gauge total plus surgical pack. Two trocar hub and cannula assemblies were evaluated and the hubs were observed to be detached from the cannulas. We have had two instances of this occurring causing retinal tears. Company states an insufficient amount of glue may have been applied to the hub and cannula joint. The company states an action plan has been put in place; however, details of that plan have not been forthcoming.